Event description:
Fasco (also known as von weise) hilo actuators from actuator date codes h2203 and h2903 may contain weak or cracked die cast trunion mounts. The problem was caused by trunion mounts sticking to the tool, when being ejected from the dies, during the die casting process. The sticking condition has been eliminated, and an increased frequency of tensile testing is being used to qualify each die cast lot of trunion mounts. Affected units are being located and actuators are being replaced. No known injuries have occurred. The bed may drop if the actuator fails causing potential injury depending on the condition of the patient.